Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the pt has appointment with provider on (B)(6) 2024 to discuss replacement or removal of current device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient experience pain, discomfort, soreness, aches and pressure. The patient said they thought their ins battery ran out a few months ago, but this morning they started getting a shocking sensation down their butt cheek every 20-40 seconds. Patient said they got up and stood up for a little bit around 8:20 am and the shock went away. Patient then sat back down and the shocking started again. Patient called the doctor that put the device in and someone from medtronic called them back and told them to find their programmer and turn it off. Patient turned their programmer on and saw a por (power on reset) message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Emailed physician listings to patient as they said they moved and are now out of state from implanting doctor. Email sent to field staff as well notifying of issue. Mdt rep reached out to patient to help get an appointment for possible replacement or removal. Patient is waiting to hear the date.